Event description:
A physician reported a pt who was treated on 03 november 1997 in the nasolabial folds and oral commissures. Approximately three weeks late the pt developed redness, induration, and swelling at the injection sites. Since that time the pt reported her symptoms have become more severe as time has passed. The physician believed the pt might have developed a hypersensitivity and prescribed motrin, which was not effective.